Event description:
It was reported that during preparation of the mitraclip steerable guide catheter (sgc)there was no air noted in the device. The sgc was inserted into the patient with degenerative mitral regurgitation (mr) without incident. As the dilator and the guide wire were being removed, air was aspirated from the hemostatic valve, but the fluid column remained stable. Reportedly, the tip of the sgc may have been up against something in the anatomy, but this cannot be confirmed. Using the same sgc, the first mitraclip was deployed successfully. During removal of the clip delivery system (cds), air was aspirated again and there was a sudden loss of fluid column. At this time, the tip of the sgc was right at the septum. Both the sgc and cds were removed from the patient. A second transseptal puncture was performed. A new sgc and cds were used. The second clip was implanted, reducing the mr grade from 4+ to 1+. There was no air embolism in the patient. There were no adverse patient effects. There was no additional information provided.

Manufacturer narrative:
(B)(4). The device was received. The investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Manufacturer narrative:
(B)(4). Evaluation summary: the device was returned. The reported leak on the steerable guide catheter was not confirmed during returned device analysis. During functional testing, silicone was confirmed to be present in the chamber of the hemostasis valve. An air leak test of the sgc was performed 3 times; all results passed the leak testing. The fluid column test was performed 3 times, and fluid column held all 3 times. The system was then de-aired by introducing water into the sgc and a proxy cds; then the proxy cds was inserted into the sgc. During insertion and removal of the cds from the sgc, no bubbles and no leaking was observed. A review of the device history record revealed no non-conformances that would have contributed to the reported event. A query of the electronic complaint handling database indicated there had been no other incidents reported of leak reported for this lot. Based on a visual and functional inspection of the returned device, there is no indication of a product deficiency